Event description:
The customer reported that he has blood glucose in the 500s (mg/dl) and then his blood glucose dropped to the 40-60 mg/dl range so he went to the ER. No further details are available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia and hypoglycemia. No lot qualification records were reviewed, as the product lot number was not provided.